Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was unknown. It was unknown if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. Dianeal therapy was discontinued on an unknown date prior to death. No additional information was available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted